Event description:
It was reported that during an iliac stent placement, the distal tip of the catheter balloon broke at the proximal end & the balloon inverted over the tip. Vascular snares were used to remove the indwelling piece. A competitor's product was used to complete the procedure without further complications.